Manufacturer narrative:
Correction: h6 - type of investigation, investigation findings, and investigation conclusions should have been "4114 - device not returned", "3221 - no findings available", and "4315 - cause not established", respectively.

Manufacturer narrative:
The reported events of conductor fracture, high capture threshold, and high pacing impedance were not confirmed. As received, a complete lead was returned stretched in one piece. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures. An internal short and conductor discontinuity found were due to procedural damage. No other anomalies were seen.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital with low heart rate. Device interrogation revealed episodes of high capture thresholds and high impedance on the right ventricular (rv) lead. Chest x-ray revealed fracture on the rv lead by the clavicle. The patient was admitted to cardiac intensive care unit and a temporary pacemaker was placed. The lead was explanted and replaced. The patient was in stable in condition.